Event description:
The autopsy saw was sent for evaluation due to overheating during a case. A backsaw saw was used to complete the case without any procedure delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.